Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the cycler. This was observed after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: one actual sample was returned for evaluation as a patient connector attached to the transfer set. Visual inspection by the naked eye did not identify any abnormalities that could have contributed to the reported condition. The patient connector was connected and disconnected using the returned transfer set with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.